Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.2cm was returned for analysis. External insulation abrasion was noted at 15.2-16.3cm from the connector pin, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at the same location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient presented for normal follow-up. Vf episodes due to noise were observed. Therapy was not delivered. The noise was not reproducible. Lead damage was observed post-explant.